Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment using a prismaflex control unit and a prismaflex set, an error code tmp too high - advisory alarm was generated. The treatment was discontinued and the extracorporeal blood could not be returned to the patient. Treatment was resumed with a new device and the patient underwent a blood transfusion. The patient condition is currently stable. The treatment was resumed on another device.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.